Event description:
Subsequent to the initial medwatch additional information received: the physician could not feel resistance during foot deployment and he removed the device after step 1.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional coronary procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, during attempted foot deployment, the foot was not opened (deployed). The device was removed and a second proglide device was used to achieve hemostasis. The procedure was performed under local anesthesia. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported foot not deploying was not confirmed. Analysis of the device found a posterior needle-to-cuff miss occurred indicated by the posterior needle not being coupled with the posterior cuff. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.